Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used supplies beyond labeling. Customer's blood glucose was 328 mg/dl. The customer reverted to manual injections for insulin therapy. No additional event information was provided by the customer.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.